Event description:
It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after uneventful clip deployment bleeding continued. Adjunctive compression was applied for "2 to 3 minutes" to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Eval summary: the customer reported the starclose se device used in the closure procedure was discarded; however, the lot number was not identified; therefore, a device history record review could not be performed for the reported device event. Three sterile representative samples with lot# 69033-6h were returned for eval. All three devices passed functional testing within specification. No malfunction or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined, based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.